Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed self-test, error test, rewind, basic occlusion test and displacement test. No unexpected alarms were noted. However, the pump was unable to prime during prime test due to faulty force sensor system. The pump was received with cracked case at display window corners and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of many battery changes. The customer's blood glucose reading was 160 mg/dl. The insulin pump will be returned for analysis.